Event description:
Patient reported "change in shape and increase in breast volume. A violation of the integrity of the implant was found on breast ultrasound". This record is for the left side. The device was explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Edema: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, edema, visibility/palpability.